Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting transformer for damage; verifying no milk backup had occurred; verifying user was not washing or drying tubing; and verifying user was using dry parts. The customer stated she was using the battery pack when the pump shut off. She then tried to use the power adapter and the pump still would not turn on. The customer was sent a replacement pump. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that her pump in style with maxflow pump was having power issues. The customer also alleged she had developed mastitis due to not being able to pump her breast milk, she said she was prescribed antibiotics.